Manufacturer narrative:
The device was not returned for analysis as the device remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A risk review was completed and confirmed that the event of difficulty converting rhythm (ambulatory) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six shocks without conversion. Technical services (ts) reviewed the reports and the x-ray the health care professional (hcp) provided. Ts noted that the device may have delivered inappropriate shocks for supraventricular tachycardia (svt). Additionally, ts noted their concerns regarding the lead placement. Gradually increasing shock and pace impedances were also noted. The impedances remain within limits. Ts suggested troubleshooting actions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the hcp confirmed the therapy was appropriate. The patient will be transferred to another hospital to undergo an ablation. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six shocks without conversion. Technical services (ts) reviewed the reports and the x-ray the health care professional (hcp) provided. Ts noted that the device may have delivered inappropriate shocks for supraventricular tachycardia (svt). Additionally, ts noted their concerns regarding the lead placement. Gradually increasing shock and pace impedances were also noted. The impedances remain within limits. Ts suggested troubleshooting actions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the hcp confirmed the therapy was appropriate. The patient will be transferred to another hospital to undergo an ablation. The device remains in use. No adverse patient effects were reported.